Event description:
It was reported that there are concerns regarding premature battery depletion (pbd. Currently the device has depleted from 6.5 years to two years in 13 months. Measurements are stable and auto output are at 2.0v @ 0.4ms and 1.5v @ 0.4ms. No intervention has been performed at this time. Patient is being seen in three months. No adverse patient effects reported. Additional information: this device was explanted, replaced and returned for analysis. The report has been updated with the product investigation results.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that there are concerns regarding premature battery depletion (pbd. Currently the device has depleted from 6.5 years to two years in 13 months. Measurements are stable and auto output are at 2.0v @ 0.4ms and 1.5v @ 0.4ms. No intervention has been performed at this time. Patient is being seen in three months. No adverse patient effects reported.